Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 550 mg/dl. The cause of the elevated bg was due to the customer forgetting to administer a food bolus before and after consuming food. The customer administered a bolus and delivered a manual injection to address the elevated bg.